Manufacturer narrative:
The incident occurred outside the EU and is not reportable to the competent authorities.

Manufacturer narrative:
This complaint is still under investigation. We will notify the FDA of the results of this investigation once it has depuy been completed. (B)(4).

Event description:
The area on the adapter where it attaches to the reamers was beginning to strip out.

Manufacturer narrative:
Examination of the submitted device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.